Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay for a patient performed on (B)(6)2022 on a direct tested nasopharyngeal swab. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m174237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m174237 and test base part number 190-430 / lot m174237. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174237 based on the total quantity of devices distributed is (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174237 based on the total quantity of devices distributed is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the logfiles could not be reviewed. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m174237, test base part number 190-430 / lot m174237. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174237 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the logfiles could not be reviewed.